Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the firing failure in the instrument logs but could not replicate it. The sureform 60 stapler instrument was placed on the in-house system and error message ¿instrument failure. Do not reuse¿ appeared. Rfid editor was used to manually override the failure. The sureform 60 stapler was retested. The stapler initialized, clamped, fired, and unclamped without any issues. A procedure log review confirmed that the sleeve gastrectomy was performed on (B)(6) 2022 via system sk1424. No image or procedure video was provided. This complaint is considered a reportable event due to the following conclusion: it was reported that the sureform 60 stapler failed and that the surgeon was unable to control the instrument. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure the surgeon had the sureform 60 stapler failed on the fifth firing. The emergency manual release of the stapler was used to remove the stapler, however the surgeon was unable to control the stapler. The stapler was replaced. The procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
The instrument was re-tested on an in-house system and failed to engage due to there being a failed roll hardstop check on each install. The main tube would not rotate when manually manipulated, likely a result of this instrument containing an undersized roll bushing. The roll bushing binds against the roll gear during main tube rotation, causing friction that can contribute to the roll hardstop check failing during engagement. The root cause of the undersized roll bushing is supplier manufacturing related. Regarding the imprecise roll motion, this is also a result of an undersized roll bushing, as the friction in the housing results in delayed or imprecise motion when initiating roll of the instrument through the console. Additional observation: the roll thrust bearing is corroded. The corrosion likely developed after the procedure, during transit to intuitive. Corrosion on the roll thrust bearing can exacerbate engagement failures and increase friction during rolling.